Event description:
(B)(6).according to the information recieved, a pharmacy reported that there was a box of 10 french catheters that contained 14 french catheters.

Manufacturer narrative:
No product returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence.